Event description:
The facility representative reported a flo-gard infusion pump with "pump 1 damage". This condition was found upon power up of the device in the medicine ii care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "pump 1 damage" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken piece of the blue slide clamp left in the slide clamp assembly. Should additional information be received, a follow-up medwatch will be submitted.